Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population

Event description:
It was reported that the patient with this pacemaker had a device changeout. The device was at end of life (eol) and the field representative suspects early battery depletion. Furthermore, the pacemaker will be returned for analysis. The device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this pacemaker had a device change-out. The device was at end of life (eol) and the field representative suspects early battery depletion. Furthermore, the pacemaker will be returned for analysis. The device was surgically explanted. No additional adverse patient effects were reported.